Event description:
It was reported, "when the specialist nurse performed the groshong catheter puncture, after opening the catheter package, it was found that the front end of the catheter was bent and the guidewire was pulled out for a small section, and the specialist nurse hoped to restore the bending part of the catheter through pre-filling and confirm whether there would be leakage in the bent place, so the catheter was pre-filled, and no leakage was found after pre-filling, but the bent part of the catheter could not be recovered, and it was worried that the internal damage of the catheter would cause the risk of tube breakage after being placed in the patient's body, so the new catheter was disassembled and placed again after abandonment, resulting in catheter waste." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent catheter is unconfirmed because the returned catheter was intact. One 4 fr groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned catheter and stylet. The returned guidewire and catheter did not appear bent in any location. A microscopic observation revealed nothing remarkable along the returned guidewire or catheter. An observation of the three returned photos revealed that the end of the catheter in the opened packaging was at an angle at the distal end of the catheter where the stiffening stylet ended. No severe bend was observed along the catheter. Because the guidewire and catheter did not appear bent, the complaint of a bent guidewire is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "when the specialist nurse performed the groshong catheter puncture, after opening the catheter package, it was found that the front end of the catheter was bent and the guidewire was pulled out for a small section, and the specialist nurse hoped to restore the bending part of the catheter through pre-filling and confirm whether there would be leakage in the bent place, so the catheter was pre-filled, and no leakage was found after pre-filling, but the bent part of the catheter could not be recovered, and it was worried that the internal damage of the catheter would cause the risk of tube breakage after being placed in the patient's body, so the new catheter was disassembled and placed again after abandonment, resulting in catheter waste." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.